Event description:
The customer reported the rad-97 "turns on for a while then powers off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. The power off issue was not observed during lab testing and the device was not able to be powered on. The investigation identified a loose instrument board to connectivity board flex cable which resulted in the device not powering on.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-97 "turns on for a while then powers off by itself." There was no patient impact or consequence reported.